Event description:
The customer reported a shadowy square image on left monitor. Problem noted during image review. No patient involvement. No patient injury.

Manufacturer narrative:
The service rep confirmed problem. He replaced the monitor and tested its functions. System is now working as intended.